Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported persona knee instruments was returned fractured. No patient consequences were reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use and has fractured on the medial side of the post. All pieces were returned. DHR was reviewed and no discrepancies were found. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends